Manufacturer narrative:
This complaint report meets the reporting criteria of an FDA MDR report base don the reporting precedence established for this product family for the non retraction of the needle; regardless of patient outcome. This report is related to report ref #3001845648-2014-00127. The device involved in this complaint was an echo=hd-19-c (echo) device from lot number c904981. There were no echo-hd-19-c (echo) devices of lot # c974535 in stock at the time of the complaint investigation. The complaint device was not returned for evaluation, therefore a document based investigation was carried out. Due to limited information provided for this complaint it is not possible to determine the cause of the customers difficulty. The most likely cause of this complaint is that the needle may have been damaged on its introduction into the endoscope or if the device was being used in a tortuous anatomy. If the needle was kinked/bent during use this could prevent needle retraction into the sheath. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to definitively state if this is the root cause of the complaint. The customer complaint was confirmed based on the customer testimony. The complaint information received indicated that no section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A review of the manufacturing records did not reveal a discrepancy which could have contributed to the complaint issue. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. It was confirmed that the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During an endoscopic ultrasonography (eus) procedure, when the physician attempted to introduce the needle into the atrium of the stomach the needle would not exit the sheath. Physician attempted to retract the needle back up the sheath and the needle would not retract (report ref #3001845648-2014-00127). The whole device was removed from the scope and another of the same with lot number c904981 was used to proceed (this report). The physician experienced the same occurrence with this needle as well (non retraction of the needle). This device was also removed and the procedure was completed with a 22 gauge needle. No adverse effects to the patient have been reported as occurring.